Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump failed the volume metrics test. There was no patient involvement. The issue was discovered during routine preventive maintenance inspection.

Manufacturer narrative:
A section: updated. D3 address: corrected. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. The event history was reviewed, and functional testing was performed. The cause of the reported issue was traced to the downstream occlusion (dso) sensor. The dso sensor was calibrated in order to address this issue.